Manufacturer narrative:
The device has not been returned for evaluation; no analysis has been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tips of the tricut blades broke off when they initially started to operate the blades. It happened two times within the same case. The blades were tested prior to using on patient. They switched out the handpiece and the blades, and then they had no further issue. There was no patient impact other than the delay in the surgery getting new blades.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.